Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware from a rep during a routine visit to the hospital and was informed that a patient had a type iii endoleak observed. Physician's decision was made to treat the patient with aui, three (3) days post observation. The patient condition was not initially reported. Patient was initially treated with afx. Type iii endoleak was not specified and will be reported as an indeterminate endoleak until confirmation. On (B)(6) 2018, rep reported that patient tolerated the aui treatment. No further information as provided.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: the indeterminate endoleak complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported as tolerated well. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
Additional information received confirming that a type iiib endoleak of the suprarenal cuff was diagnosed per CT on (B)(6) 2018. The patient was treated with a non-endologix stent during a secondary procedure on (B)(6) 2018.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observations: type iiib endoleak of the supra renal cuff and secondary endovascular procedure. The complaint is most likely device related; use of the strata material likely contributed to this event. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported as tolerating the secondary procedure well. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. (B)(4).